Manufacturer narrative:
Updated fields: b4, d4(version or model #), g4, g7, h2, h6, h10, h11. Corrected fields: g1, h4. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge representative reported that the customer cancelled service. A field service engineer (fse) reported that after trouble shooting the iabp unit with the customer over the phone, it was figured out that the customer's test balloon was leaking not the iabp unit, it was operator error related. The customer cleared the iabp unit for clinical use and it never left the customer possession.

Event description:
It was reported that during a training class the cardiosave intra-aortic balloon pump (iabp) had autofill failures with the test balloon. There was no patient involvement, and no adverse event reported.